Event description:
Same case as: 2134265-2013-07696 , 2134265-2013-07643. It was reported that the mdu got frozen during automatic pullback. The motor drive unit (mdu) was used in conjunction with the imaging catheter to visualize the lesion. The catheter was connected to the mdu and "catheter connected" message was displayed. The physician then noticed that the mdu got frozen. The device was rebooted up, but during automatic pullback the device got frozen. Manual pullback was performed with no issues. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).